Event description:
N/a.

Manufacturer narrative:
(B)(4). Corrected sections: h6--clinical code. The device was returned to the factory for evaluation on 11/16/2020. An investigation was conduced on 11/17/2022. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the device. There were no visual defects observed. The device was evaluated for its mechanical function. The device was securely assembled onto a reference retractor blade by sliding the stabilizer base onto the rail and locking the lever. The knob was evaluated for its ability to tighten the flexlink arm while the locking lever was in both the locked and unlocked positions. The flexlink arm was secured in position when the knob was turned clockwise. The knob did tightened the arm. When the locking lever was locked, the device was able to be locked on the reference retractor. A suction/vacuum strength test was performed per instructions of the vacuum leak test (mcv00001178 rev. A), using calibrated vacuum weight tlt (ID: 14272; 2 lbs; due 31-mar-2023) and calibrated pressure gauge (ID: 14275; due 30-apr-2023). The device passed the vacuum leak test, good vacuum was obtained and the baffle head was able to lift the weight. Based on the returned condition of the device as well as the evaluation results, the reported failures "positioning failure" and "suction failure" were not confirmed. The lot # 3000128443 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure using acrobat suv stabilizer system. Doctor stated that the stabilizer foot suction cups do not hold onto the heart and said that the foot keeps moving while he is sewing. No patient effects and he continued with stabilizer to finish case.